Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena.

Event description:
Three to four minutes into the freeze cycle of a cryoablation procedure the doctor noticed the shaft of an icepearl needle collected ice which created a frost burn on patient's skin. The doctor's hand and saline were used to warm the skin and prevent more of a burn. The procedure was completed without further injury. The patient's skin was treated for the burn and normal follow up was requested.